Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.